Manufacturer narrative:
Strips that produced a result of 93mg/dl: 549306, 20303081, 12/31/07.

Event description:
Customer reportedly obtained a result of 285mg/dl and switched to a different vial of test strips to receive a result of 93mg/dl within 10 minutes on the same device. No action reportedly taken based on these results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.